Event description:
S/p hysterectomy pt with jackson-pratt drain in place - subfacial. While md attempted to pull out drain the drain snapped/broke apart in the middle of the tubing. Md stated "I did not pull hard" drain not sewn in. This required further surgical intervention to remove remaining part of drain.